Event description:
Recent hospitalization for high bgs. The customer was disconnected from the pump and treated with manual injections. However, when the customer was reconnected to the pump the bgs started to rise again. Troubleshooting was performed. The pump passed the troubleshoot testing.